Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, a system message was displayed indicating that the ultrasonics were not responding. Additional information received indicated that the system was exchanged and the surgery was completed. There was no harm to the pt reported.